Event description:
It was reported that the device had ¿upstream flow occlusion, clean between pump and reservoir.¿ there was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, which found a damaged (detached)downstream occlusion (dso), a defective dso sensor and defective printed wire assembly (pwa) board. The customer's problem was replicated, and the cause of the problem was primarily the defective dso sensor. The dso seal, sensor and pwa board were all replaced to fix the issue.